Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in right iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical-surgical background. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal distension ("sensation of swollen abdomen") and menstrual disorder ("flow with an unpleasant smell only at the beginning and end of her period"). On an unknown date, the patient experienced back pain ("lumbar pain"), headache ("very strong headaches"), constipation ("constipation") and swelling ("general swelling all over the body"). The patient was treated with surgery (total hysterectomy and double salpingectomy, laparoscopy, laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal distension, back pain, menstrual disorder, headache, constipation and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, constipation, headache, menstrual disorder and swelling to be related to essure. The reporter commented: pain began 7 months after placing essure, became worse in recent weeks and did not remit with analgesia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: presence of metallic devices such as essure in both fallopian tubes. Tubes with sites of chronic inflammation and vascular congestion. Right paratubal paramesonephric microcyst. Proliferative endometrium. Ultrasound scan - in (B)(6) 2018: essure inserted as normal. X-ray - on an unknown date: persistent visualisation of 2 small radiodense images, one projected on the left hemisacrum and another currently adjacent to the outer edge of the right hemisacrum. Quality-safety evaluation: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in right iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical-surgical background. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal distension ("sensation of swollen abdomen") and menstrual disorder ("flow with an unpleasant smell only at the beginning and end of her period"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), back pain ("lumbar pain"), headache ("very strong headaches"), constipation ("constipation") and swelling ("general swelling all over the body"). The patient was treated with surgery (total hysterectomy and double salpingectomy, laparoscopy, laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, pelvic pain, abdominal distension, back pain, menstrual disorder, headache, constipation and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, constipation, headache, menstrual disorder, pelvic pain and swelling to be related to essure. The reporter commented: pain began 7 months after placing essure, became worse in recent weeks and did not remit with analgesia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: presence of metallic devices such as essure in both fallopian tubes. Tubes with sites of chronic inflammation and vascular congestion. Right paratubal paramesonephric microcyst. Proliferative endometrium. Ultrasound scan - in (B)(6) 2018: essure inserted as normal. X-ray - on an unknown date: persistent visualisation of 2 small radiodense images, one projected on the left hemisacrum and another currently adjacent to the outer edge of the right hemisacrum. Quality-safety evaluation: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: event "pelvic pain" added to the case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in right iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical-surgical background. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal distension ("sensation of swollen abdomen") and menstrual disorder ("flow with an unpleasant smell only at the beginning and end of her period"). On an unknown date, the patient experienced back pain ("lumbar pain"), headache ("very strong headaches"), constipation ("constipation") and swelling ("general swelling all over the body"). The patient was treated with surgery (total hysterectomy and double salpingectomy, laparoscopy, laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal distension, back pain, menstrual disorder, headache, constipation and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, constipation, headache, menstrual disorder and swelling to be related to essure. The reporter commented: pain began 7 months after placing essure, became worse in recent weeks and did not remit with analgesia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: presence of metallic devices such as essure in both fallopian tubes. Tubes with sites of chronic inflammation and vascular congestion. Right paratubal paramesonephric microcyst. Proliferative endometrium. Ultrasound scan - in (B)(6) 2018: essure inserted as normal. X-ray - on an unknown date: persistent visualisation of 2 small radiodense images, one projected on the left hemisacrum and another currently adjacent to the outer edge of the right hemisacrum. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in right iliac fossa') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal medical-surgical background. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal distension ("sensation of swollen abdomen") and menstrual disorder ("flow with an unpleasant smell only at the beginning and end of her period"). On an unknown date, the patient experienced back pain ("lumbar pain"), headache ("very strong headaches"), constipation ("constipation") and swelling ("general swelling all over the body"). The patient was treated with surgery (total hysterectomy and double salpingectomy, laparoscopy, laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, abdominal distension, back pain, menstrual disorder, headache, constipation and swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, constipation, headache, menstrual disorder and swelling to be related to essure. The reporter commented: pain began 7 months after placing essure, became worse in recent weeks and did not remit with analgesia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: presence of metallic devices such as essure in both fallopian tubes. Tubes with sites of chronic inflammation and vascular congestion. Right paratubal paramesonephric microcyst. Proliferative endometrium. Ultrasound scan - in (B)(6) 2018: essure inserted as normal. X-ray - on an unknown date: persistent visualisation of 2 small radiodense images, one projected on the left hemisacrum and another currently adjacent to the outer edge of the right hemisacrum. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.